Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the cause of the event was a flipped pump. The healthcare provider noted they were unable to fill the pump. There were no signs or symptoms from the patient. A pump revision was performed on (B)(6) 2013. The patient¿s outcome was noted as ¿no injury¿.

Event description:
It was reported that the patient's ptm was working fine, and the patient saw their hcp a few weeks prior to the report and "they could not get it to work". A new ptm was used but "it was doing the exact same thing" and "it said that it could not find the pump". The hcp noted there was "an exclamation point and a trial in the upper left, in addition to a ptm on one side and the pump on the other with an x in the middle". No symptoms were reported. It was later reported that the pump may be flipped, and the patient was scheduled for surgery on (B)(6) 2013. It was suspected that the flipped pump could cause issues with the ptm not being able to locate the pump. The medication used within the system was fentanyl.

Manufacturer narrative:
Product ID: 8835 lot# serial# unknown, product type programmer, patient product ID: 8835 lot# serial# unknown, product type programmer, patient product ID: 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).